Event description:
Duo stylet 0.012 guidewire combination placed just into the tip of the vein. The 0.012 guidewire was then advanced out into the lateral epicardial position. The lead was advanced very easily over this wire, out into the lateral position. Due to the acute angle bend of the vein, the guidewire turned back on itself on the lead. Gentle retraction removed the guidewire and resulted in the guidewire fracturing or breaking and leaving about 1.5 cm of the guidewire out in the most distal aspect of the coronary vein and the lateral wall.

Event description:
Duo stylet 0.012 guidewire combination placed just into the tip of the vein. The 0.012 guidewire was then advanced out into the lateral epicardial position. The lead was advanced very easily over this wire, out into the lateral position. Due to the acute angle bend of the vein, the guidewire turned back on itself on the lead. Gentle retraction removed the guidewire and resulted in the guidewire fracturing or breaking and leaving about 1.5 cm of the guidewire out in the most distal aspect of the coronary vein and the lateral wall.